Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported 'one implant is leaking' and later confirmed right side rupture. Healthcare professional later reported silicone granulomata via ultrasound and foreign body granulomatosis via histology report. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18/apr/2024.

Event description:
Healthcare professional reported 'one implant is leaking' and later confirmed right side rupture. Device has been explanted and replaced with unknown device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) opening and two opening assessed as surgical damage . Shell thickness was within specification). Granuloma : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported 'one implant is leaking' and later confirmed right side rupture. Device has been explanted and replaced with unknown device.